Manufacturer narrative:
Device evaluation: product testing could not be performed as the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). Lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed and replaced during the same procedure. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol), model zcb00 was inserted into the eye, it would not unfold correctly. The iol was removed and replaced with another lens during the same procedure. It was indicated that there was a three (3) minutes delay in the procedure. After the lens was removed, it was noted that the lens looks damaged at the optic/haptic junction. No additional information was provided.